Manufacturer narrative:
On january 15, 2025, mentor became aware that the impacted side was right and it was a tissue expander. Following corresponding fields have been updated accordingly on this form: - field d4 for catalog number has been updated to "3549225". - lot number "9622943"has been added to field d4. - field d4 for serial number has been updated to "(B)(6)". - field d4 for unique identifier( UDI) has been updated to ".(B)(6)". - date of implant under fields d6a have been updated to "(B)(6) 2022" . A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown tissue expanders and experienced unknown side deflation. As a result, the expander was explanted on (B)(6) 2024.